Event description:
A malfunction was reported on the pump, but no notable events occurred prior. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer reset the pump with assistance from technical support and was informed to call back if the issue recurs, allowing continued use of the pump.